Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe had excessive silicone on it. The following information was provided by the initial reporter: "our customer received a shipment of this lot number and noticed that this lot had much more lubrication than normal."

Manufacturer narrative:
H6: investigation summary: twelve loose 1ml luer lock syringes (p/n 309648) were received. The samples were visually evaluated. Through visual inspection an excessive amount of silicone lubricant observed inside and outside of the fluid path. The observed condition was non-conforming per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd luer-lok¿ syringe had excessive silicone on it. The following information was provided by the initial reporter: "our customer received a shipment of this lot number and noticed that this lot had much more lubrication than normal."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe had excessive silicone on it. The following information was provided by the initial reporter: "our customer received a shipment of this lot number and noticed that this lot had much more lubrication than normal."